Event description:
It was reported that oversensing had been observed on the right ventricular lead. The lead was capped and replaced. During the procedure, damage of the leads insulation was observed.